Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. A separation is noted on the exhaust tube near the strain relief of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. Surface abrasion is noted on all strain relief, the shorter exhaust tube, and the inlet tube of the pump. Partial separations within abrasion are noted on the shorter exhaust tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with cylinder #2 or the reservoir. Based on quality's examination, quality concluded that the observed separations in the shorter exhaust tube of the pump and in the strain relief of the exhaust tube of cylinder #1 would have allowed the reported "tubing fracture". However, because the limited information provided does not indicate any factors that may have contributed to the reported event, and because the information received indicated the device was functional for almost two years, quality cannot determine the sequence of events leading to the observed separations. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.